Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicm5_13.2 implantable collamer lens, -09.50 diopter, within the same surgery due to the lens tore during delivery into the patients right eye (od). There was no patient injury. The lens was replaced on (B)(6) 2022 with another same model/length lens and the problem was resolved. The cause of the event was unknown. The patient is happy.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).